Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11 livanova deutschland manufactures the heater-cooler 3t system. The incident occurred in the united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heater-cooler 3t system displaying the error message ee07 "pump (stirring mechanism) is blocked (too slow)". The issue occurred during procedure. There is no report of patient/user injury.